Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient felt bad during exercise and there was t-wave oversensing (twos) exhibited on the right ventricular (rv) lead, which slowed the pacing rate. The lead was reprogrammed which resolved the twos issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.